Event description:
Development of perianal ulceration with use of flexi seal fecal management system. Device used for 5 days, 140 ml fluid balloon inflation found on removal. Maximum recommended inflation 45ml of fluid. Inflation and irrigation ports next to one another. Recommended for use up to 29 days.